Event description:
It was reported that the cns failed to alarm when alarm limit is breached. No consequence or impact to the patient.

Manufacturer narrative:
Complaint details: the customer reported on (B)(6) 2018 that they had a patient that had an oxygen level of 85 and the cns did not alarm. Service requested: troubleshooting. Service provided: troubleshooting. Investigation result: the pu-621ra; sn: (B)(6) was placed into service on 03/30/2017, which is over 1 year at the time of the reported issue. A review of device history found the following complaint associated with alarm: 300082892 reported on (B)(6) 2017- customer is having issues with the device alarming when the patient does not have the alarming arrhythmia; root cause: user education no further issues related to alarm was registered for pu-621ra; sn: (B)(6) similar tickets using "pu-621ra cns did not alarm" gave the following tickets that were reported before this incident: 17950- cns did not alarm; root cause: unknown 30073- unit did not alarm; root cause: incorrect user settings 38426- pu-621ra unit did not alarm; root cause: user error 38482- cns did not alarm; root cause: user settings 42323- cns did not alarm; root cause: unknown based on the device service history and similar tickets query, no adverse event is suspected with the device and incorrect user settings appears to be most prominent root cause for related issue. The root cause of the issue could not be determined as the logs for the event were not obtained from the customer. Review of the device history record (DHR) shows that the unit has no history of CAPA, ncmr, refurbishing, or other suspected defects additional information: b4. Date of this report. F6. Date user facility/importer became aware of the event. F7. Type of report. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? Additional information. H6. Event problem and evaluation codes. H10. Additional manufacturer narrative.

Manufacturer narrative:
It was reported that the cns failed to alarm when alarm limit is breached. No consequence or impact to the patient was reported. Attempts have been made to obtain log files. Nihon kohden continues to investigate the reported event and will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported that the cns failed to alarm when alarm limit is breached. No consequence or impact to the patient.